Manufacturer narrative:
The customer declined repair on this vent at this time. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the battery is not charging. It is unknown if the unit was in use on patient , but there was no patient harm reported.